Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be ¿patient sensitivity to materials¿. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the clean cath vinyl catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer allegedly experienced frequent utis with use of this catheter.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be ¿patient sensitivity to materials¿. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the clean cath vinyl catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the customer experiences frequent utis with use of this catheter. The customer would prefer the catheter to be able to be opened from either end.